Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 27-feb-2025. - I reviewed the emails exchanged with the on-site personnel, but it was not clearly mentioned whether the exam was completed or not. There was a note stating "the hospital notified the patient to reschedule". Does this mean that the procedure could not be completed due to the absence of an alternative endoscope, and the exam was rescheduled to another day? I just checked with sales that the procedure wasn't finished. - does the phrase "the fogging did not disappear after continuous operation on two cases." Mean "the foggy phenomenon did not disappear even after using the endoscope continuously on two patients"? One patient: the user used the same scope to finish the procedure. Another patient: the user realized that the foggy image still appeared during the procedure so he asked the patient to book another schedule and stop it. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 24-feb-2025, pentax medical became aware of an event involving a model ec38-i10cf, serial number (B)(6) video colonoscope in china within the apac region. During an endoscopy, the fogging of the endoscopic image occurred, and in two consecutive cases, the fogging of the endoscopic image did not disappear. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred was a foggy image. The hospital equipment department returned the device to the pentax medical factory for inspection and repair. Based on the investigation, a potential root cause of this failure is that moisture at the distal tip had not completely dried, resulting in water vapor inside the cmos which clouded the image. The endoscope was replaced, and the hospital was reminded to follow the specification requirements during equipment use and reprocessing. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 05-jan-2024 under normal conditions. During the process inspections, rework was performed to address a voltage resistance failure. During the final inspection, rework was also performed to replace the a-body and cmos due to water droplets found inside the led lens and an out-of-range viewing angle. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 01-jul-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.